Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged cough, nasal/throat irritation and soreness. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged cough, nasal/throat irritation and soreness. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of black particles, cough, nasal/throat irritation and soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found one modem side flip door was missing, yellow/brown unknown contaminant observed inside the humidifier air outflow port, slight discoloration interior surfaces of enclosure panels. Also found black hair-like contaminant observed on interior of lower enclosure, fine dust and short hair like white contaminant observed on blower and in blower box, evidence of fluid ingress and mineral deposits observed on blower and in blower box. The manufacturer found of sound abatement foam degradation/breakdown was observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found 7 errors. The device was applied power and the device operated properly. The manufacture concludes the multiple contaminates found were consistent with contamination of yellow/brown unknown contaminant observed inside the humidifier air outflow port, slight discoloration interior surfaces of enclosure panels. Also consistent with contamination of black hair-like contaminant observed on interior of lower enclosure, contaminations of fine dust and short hair-like white contaminant observed on blower and in blower box, fluid ingress and mineral deposits consistent with blower and in blower box. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.